Event description:
(B)(6): customer reports during patient procedure, the table would only work in the trendelenburg and reverse trendelenburg movement. Table would not raise or lower. Customer did not provide procedural or patient information, other than to say no reported injury. System is currently working as expected.

Manufacturer narrative:
Field service engineer investigated problem and found one of the hydraulic pumps would not activate. Fse troubleshoot failure and found the power panel board failed. Fse replaced the power panel board and then tested the system per service checklist. Unit passed checkout procedures and was returned to full service by the customer.